Event description:
The pt was not physically able to charge the device effectively. There was positioning difficulty. The stimulator was replaced with a non-rechargeable device. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is completed and/or when add'l info is received from the hcp.